Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported that a trial head was lost inside the patient and an additional incision was required to retrieve the trial head. The surgeon was using a trident exeter. On his final trial reduction the trial head was lost inside the patient, an additional incision was required to retrieve the trial head.